Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging issues with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during investigation, a review of the pump black box showed that the data for event date has been overwritten due to continued use of the pump. The alarm history showed only alarms associated with normal use. During testing, the pump powered on to verify screen with no issues. The 24 hour duration testing was performed with no pump reboots, alarms or warnings duplicated. The complaint was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.